Manufacturer narrative:
Product event summary #geo event description: information received by medtronic indicated that the patient, implanted with this pump, experienced return of symptoms (spasticity). A catheter leak at the intraspinal connection was reported with fluid collection at the connector site. At visual inspection, the catheter seems to have a small cut. The intraspinal segment was removed and a new intraspinal segment was implanted. Drug used: baclofen lioresal preliminary geo assessment: damaged catheter is described in adverse event summary. Preliminary geo conclusion: concomitant medical products: product ID 8781, lot# 0205900462, implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
On approximately (B)(6) 2012, the patient experienced increased spasticity. The patient was referred from another hospital complaining of a mass at the connector pin site. Fluid collection at the connector site was noted. According to his physician in the other hospital, the catheter had migrated. The catheter was initially implanted at the other facility and due to budget restrictions, the physician referred the patient to the initial reporter. X-rays did not reveal any catheter migration. The patient underwent revision surgery on (B)(6) 2012. Upon visual inspection, the catheter seemed to have a small cut. There was a catheter leak at the distal catheter segment, the spinal-pump connection. The existing catheter tip was located at the spinal c5-c6 level. The partial catheter (spinal segment) was explanted. After the catheter was explanted (the catheter had not migrated nor had the anchor moved), the physician decided to implant the new catheter tip at the t7 level, in order to decrease the intrathecal baclofen dose. Although the patient's spinal cord injury is cervical, he only experienced spasticity in the lower limbs. After the intraspinal catheter replacement, the baclofen daily dose was decreased and a single bolus was administered in order to fill the new intraspinal catheter segment with medication. The patient status at the time of the report was alive - with injury (return of spasticity, fluid collection at the connector site). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)